Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2019-05911, 2017865-2019-05914 2017865-2019-05916. It was reported that the patient developed an infection. The implantable cardioverter defibrillator had eroded the pocket. The patient was previously treated in-clinic for minor wound dehiscence; follow-up revealed serious draining and swelling. The entire system was explanted and replaced. The patient¿s condition was stable before, during and after the procedure with no adverse events noted.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Analysis was normal. No anomalies were found.